Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they have been feeling a tingling sensation down their right leg and it feels like electricity. Patient said the sensation started about a week ago. Reviewed therapy information and general programming guidance. Patient was able to decrease stim to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient also mentioned they run a heat seal at work which uses high temperatures and is concerned it could affect the ins. Agent guided patient to discuss with hcp or have their employer call technical services. Reviewed device education.